Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect1824 showed no other similar product complaint(s) from this lot number.

Event description:
It was stated the PICC placed into patient by infusional services on (B)(6) 2018. It was reported the patient notified the hospital on (B)(6) 2019 that there was leakage of bodily fluid/blood from the insertion site. PICC removed from patient on the (B)(6) 2019. On removal they discovered a fracture at 17cms internally.

Manufacturer narrative:
6/5/2019 - the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed near the 17cm depth marking. The split occurred within the region of a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed worn, inward curving edges. The fracture edges exhibited a dull granular texture. Material abrasion and buckling were observed in the vicinity of the split. The fracture features, material buckling, wear and deep kink impression were consistent with material failure due to fatigue, caused by repetitive kinking of the catheter tubing. Physiological, placement and use conditions can contribute to such repetitive kinking and fracture formation.

Event description:
It was stated the PICC placed into patient by infusional services on (B)(6) 2018. It was reported the patient notified the hospital on (B)(6) 2019 that there was leakage of bodily fluid/blood from the insertion site. PICC removed from patient on the (B)(6) 2019. On removal they discovered a fracture at 17cms internally.